Event description:
Healthcare professional reported a "leaking" port of a lap-band system. The port was removed and replaced.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done.